Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 217 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.